Event description:
It was reported that during a procedure, the tps handpiece cord was causing a handpiece to run without user activation. No adverse event was reported, no clinical significance was attributed to five minute delay reported.

Manufacturer narrative:
The reported event was confirmed. During simulated use testing the cable caused a handpiece to run on its own due to internal wire damage of the cable.

Event description:
It was reported that during a procedure, the tps handpiece cord was causing a handpiece to run without user activation. No adverse event was reported, no clinical significance was attributed to five minute delay reported.

Manufacturer narrative:
Additional information will be submitted when the device is returned for evaluation. The device manufacture date cannot be determined because the lot number of the device is unknown. Not yet returned.